Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented to the clinic for a routine follow-up. A chest x-ray revealed the lead had dislodged; exit block was also noted. The lead was successfully explanted and replaced. The patient was in good condition post surgery.